Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse cleaned the sample port of serum build up and assay precision was checked. The cause for the false positive advia centaur xp troponin patient results when compared to lower and negative repeat test results is unknown. The customer noted that other patient samples that were run were acceptable and there were no system alerts observed in the system event log. The customer did not observe any issues with other assays that were run at the time of the event. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi.

Event description:
False positive advia centaur xp troponin ultra results were obtained by the customer and considered discordant when compared to lower and negative repeat test results. The laboratory¿s policy is to perform repeat troponin testing on patient results above a critical value of 0.05 ng/ml. There was no known report of patient treatment being altered or adverse health consequences due to the false positive advia centaur xp troponin ultra results.